Event description:
It was reported that this patient received an inappropriate shock from this cardiac resynchronization therapy defibrillator (crt-d) device. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed episode, advising that the device detected the arrhythmia rate to be atrial over atrial fibrillation (af) thresholds. Ts provided recommendations on optimal programming for device. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.